Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is retain is retain case and all the information from case (B)(4) was transferred to retain case number (B)(4). Reporter, event and reference were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 54-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The patient's medical history included uterine prolapse, polyp, paratubal cyst, stress urinary incontinence, rectocele, enterocele, genital disorder female and vaginal prolapse. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cytoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff dob updated from (B)(6) 1958. Insertion date: (B)(6) 2010 (discrepancy noted as per mr), (B)(6) 2008 (discrepancy in date). Coils : right-1, left-2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: technically difficult study due to cervix orientation os. Insufficient filling pressure & generated to confirm tubal. Occlusion.; on (B)(6) 2008: status post essure procedure. Findings consistent with bilateral tubal occlusion. Lot number: 626685. Most recent follow-up information incorporated above includes: on 5-feb-2021: mr received. Reporter information, patient race, medical history, lab data, product indication, rcc added. Patient dob updated. Event: medical device removal were updated to pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 54-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The patient's medical history included uterine prolapse, polyp, paratubal cyst, stress urinary incontinence, rectocele, enterocele, genital disorder female and vaginal prolapse. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cytoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plantiff dob updated from (B)(6) 1958 to (B)(6) 1958. Insertion date : (B)(6) 2010 (discrepancy noted as per mr), (B)(6) 2008 (discrepancy in date). Coils : right-1, left-2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: technically difficult study due to cervix orientation os. Insufficient filling pressure & generated to confirm tubal occlusion.; on (B)(6) 2008: status post essure procedure. Findings consistent with bilateral tubal occlusion. Lot number: 626685. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.